Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: s-rom head femoral cocr 32+9 hip femoral head; altrx +4 10d 32idx50od hip acetabular liner; pinnacle sector ii cup 50mm hip acetabular cup; srom stm std 36+12l 15x20 hip femoral stem; s-rom*sleeve prx ztt, 20d-lrg hip femoral sleeve. (B)(4).

Event description:
Ppf and sticker sheets received. Ppf alleges infection after first revision. Doi: (cup) (B)(6) 2009 , doi: (liner, head, stem, sleeve): (B)(6) 2011 -dor: none reported (right hip).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.